Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that arrow button of insulin pump had to stick. Customer stated that replace batteries more frequently 3 days and insulin was leak. Customer stated that there was crack on corner of insulin pump casing and rewind more than once. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.